Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 due to elevated blood glucose levels and ketones. Reportedly, the luer lock became unscrewed. The customer was not admitted to the hospital, and blood glucose levels have been stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.